Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited scope communication error 226. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the customer¿s allegation was not confirmed. In addition, device evaluation found: connector had chemical damage. Based on the results of the investigation, and since the customer¿s allegation was not confirmed during evaluation, the definitive root cause of the error 226 could not be determined. The most likely cause of the chemical damage was stress due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.